Event description:
The center manager reported a donor reaction during reinfusion. The donor complained of jaw discomfort. The reinfusion was terminated. The donor was released in good condition. This is the second similar incident at this customer site in two days.